Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: symptomatic cystocele, rectocele with a grade 3-4 cystocele and hypermobility of the posterior urethrovesical angle. Concurrent procedures: pubourethral sling, anterior and posterior colporrhaphy, and vaginal cuff suspension via the uterosacral technique. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.